Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The failure was not reproductible. The root cause could be the water auto-feed mechanism defect to water level high alarm. In consequence the adult dual limb breathing set was replaced and the issue was solved. No information available after repair. There was no patient or user harm.

Event description:
The hospital was using the h900 and oa2060 together to perform nasal high flow on patients. When using a patient at a flow rate of 50 l/min and an oxygen level of 40%, the automatic water supply did not stop and water overflowed from the chamber. The water level had risen to the position of the pen in img_0004.jpg. The water flowed out into the breathing circuit and reached the patient, but there was no health risk to the patient from this.